Event description:
It was reported that the customer was hospitalized for dka. The programming and histories were accurate. It was indicated that the pump passed the prime test. The customer was instructed to change out entire set and site. In addition, the customer was advised to follow the two hbg rule and to call back to run the high pressure test.